Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus service center for evaluation and the customer's reported issue was not confirmed/reproduced. The following additional findings were revealed: scope mount, free lock lever, main body deposits, main body (lens) were all found to be flooded; and the connector was corroded. Additional details relating to the patient and the event have been requested; the customer stated this information was not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd camera head produced a flickering image on screen. There were no reports of patient harm or impact associated with this event.